Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("heavy menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight decreased ("weight loss/ weight gain / weight loss (specify which one) loss"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted partial hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal pain lower, uterine leiomyoma and menorrhagia had resolved and the vaginal haemorrhage, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received : new events - "abnormal bleeding (vaginal), fatigue, weight loss" were added. Reporter contact information was added. Patient's demographics were added. Onset dates of events were added. Product information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), uterine leiomyoma ("fibroids") and menorrhagia ("heavy menses"). The patient was treated with surgery (underwent a robotic-assisted hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal pain lower, uterine leiomyoma and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.